Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that at 85,000 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to forward-fire. The fiber was replaced and the procedure completed using a second surgical fiber for 202,556 joules. There was injury to patient reported.